Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced dizziness, nausea and vision was not as crisp. The lens was exchanged for a different lens within 1 month after initial implantation. Additional information was provided by the nurse that the iol was removed at the patient's request. There was no problem with the lens. The patient was having a hard time adjusting. The lens was replaced with a different model and diopter iol.